Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that they had been experiencing occasional reports of impedance at the hospital, particularly the ground were the software reports 9999 ohms. In most cases, there was actually no apparent impedance issue. No patient injury was reported. No cause, diagnostics/troubleshooting, actions/interventions, or outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.